Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot# va027mk, implanted: (B)(6) 2012, product type: lead.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported to a healthcare provider in the emergency department, who then reported to a manufacturer representative that the patient was experiencing shocking and numbness in the face. Further information indicated that last night when the patient was getting into bed they felt a sharp pain and vibration in the pocket and down the right leg and that the numbness in the face developed later the facial numbness had been occurring for the last two weeks. The patient had reported that the ins would be turned off. The patient also planned to follow-up with heir healthcare provider. In a later phone call to the patient on the same day the patient reported to the manufacturer that she has had the facial numbness before as a result of stress. In reviewing the patient's symptoms the manufacturer was concerned that the lead may have migrated a bit or was touching the nerve which could explain the leg stimulation. The pain that the patient experienced did not resolve on turning off stimulation. The patient also reported that had become very frightened when this occurred and that she was confused by the controller. By the time she arrived at the hospital the issue had resolved. The patient initially reported that the implant was off, but the implant was found to be on while working with the patient and was turned to program one at 0.4v. The manufacturer assisted the patient in turning the implant off until she would be able to follow-up with her primary care physician so that the ins could be interrogated and next steps could be discussed. The patient called again on (B)(6) 2016 and reported that following reprogramming of the ins the patient experienced numbness on her entire left side including "teeth, eye, head, and down to her toes." The patient also reported that she feels like she has "two tubercular hose in the butt where she sits." The patient was assisted in decreasing stimulation from 0.5 to 0.0 and turning off stimulation. The patient was advised to seek the advice of their healthcare professional regarding her symptoms. Another email from the rep indicated that the surgeon and the rep met with the patient who again stated that she has gotten similar symptoms of numbness due to stress. Impedance testing showed no impedance and the programs were all set as case positive. All electrodes were tested and patient was com fortable with stimulation at "*3, -1 at 0.5." Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.